Manufacturer narrative:
The service rep explained proper use of c-arm to radiology techs. He ran tracking and resolution tests on c-arm. All were found to be per specs.

Event description:
Customer reported intermittent black image while fluoroing. Found e9 ground wire in workstation not connected. Also tech had been "toe tapping" to produce images which are not conducive with 9600 sys. Also c-arm workstation is rebooting intermittently on its own. No pt injury.